Manufacturer narrative:
The customer did not want to conduct troubleshooting. The customer was advised that a replacement pump would be sent to her upon receipt of her pump. On 01/16/2018 the customer called back inquiring about a replacement pump. Because her original pump was received, a replacement pump was sent to her. During this call back, the customer alleged that she had mastitis for which she was hospitalized for 10 days. She also alleged that she had a 2nd pump in style, which also had low suction and did not help with her mastitis. Attempts to contact the customer to get additional information have gone unanswered. The customer's pump was received on 12/21/2017 and was evaluated with the customer's tubing and lab kit because the customer did not return her kit. The pump passed vacuum and cycle specifications, though an unexpected noise was noted during the evaluation. Refer to attached evaluation. Refer to medwatch 1419937-2018-00019 for the filing related to the second pump. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. (B)(4)

Event description:
On (B)(6) 2017 the customer alleged to medela llc that her pump in style breastpump was not suctioning and she had to go out and rent a hospital grade pump.